Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, shock impedance measurements of greater than 120 ohms, and inappropriate shocks to the patient. The noise was reproducible. A surgical revision was performed and the patient's rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The device remains in service.